Event description:
It was reported that the ICD aborted therapies due to hv circuit failure. The hv lead integrity was not known. The vf stopped by itself. The system was explanted.

Manufacturer narrative:
Analysis found the outer insulation and the etfe coating of the cables abraded and fractured, due to friction with the ICD can. The filars of the rv cable were melted which led to the fracture.

Manufacturer narrative:
Na